Event description:
Due to the use of amo complete moisture plus, I developed a severe eye infection in both eyes, as well as my daughter. We both had eye infections that caused us to seek emergency medical help. Dates of use: 2007. Diagnosis: contacts. Event abated after use stopped: yes.